Event description:
It was reported that the patient stated that he had the penile implant done by dr. (B)(6) on (B)(6) 2019. He stated that he has used his device only one time because it hurts so much. He has pain and discomfort in the scrotum. He met with the sales rep on (B)(6) but wants to talk with him again to know who to see, since dr. (B)(6) is retired. The patient is scheduled for removal and replacement of his ipp. The cylinders are out of proper position.

Event description:
It was reported that the patient stated that he had the penile implant done by dr. (B)(6) in (B)(6) 2019. He stated that he has used his device only one time because it hurts so much. He has pain in the scrotum. He met with the sales rep in (B)(6) but wants to talk with him again to know who to see, since dr. (B)(6) is retired. The patient is scheduled to meet another physician. The hope is to simply move the pump to a different position.